Event description:
It was reported by the sales rep in south korea that the expressew iii needle device had an unspecified malfunction. During in-house engineering evaluation, it was determined that the white plastic flag on the device was not attached on the needle nor returned by the customer. There was no procedure nor patient involvement reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). E3: reporter is a j&j sales representative. H4: the device manufacture date is currently unavailable. Investigation summary: the complaint device was received and evaluated. The needle is in used condition, the needle is not coming in its original package. Upon visual inspection, it was observed that the needle's shaft has no structural anomalies. The white plastic flag is not attached on the needle, and it was not returned by the customer. This complaint can be confirmed. A manufacturing record evaluation was performed for the finished device 67254, and no non-conformances related to the reported complaint condition were identified. Complaints have been filed regarding the expressew iii needles as part of the expressew iii autocapture flexible suture passer system. This system is indicated for passing suture through tissue in open or arthroscopic surgery. Complaints were received due to the incorrect position of the plastic flag at the proximal part of the expressew needle, and this flag is used to properly load or unload the needle and used to position the needle properly within the expressew iii re-usable instrument. The incorrect position of the white plastic flag issue is attributed to manufacturing; this product issue is already being addressed by depuy quality system. Depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.